Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had the articular surface and tibial component revised after a knee arthroplasty due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog# 00596203210 lot# 61502606. Unknown nexgen femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.